Event description:
Starting on (B)(6) 2026, we have experienced 5 events related to the medline hudson rci iso-shield breathing circuits (ref: hud88015kit) becoming hot, melting and requiring the circuit to be changed. As this time there have been no injuries related to the product malfunction, the associated lot numbers have been sequestered, and the manufacture has been notified. Patient code: 4582. Device code: 1437, 1385, and 1089. Reference reports: mw5185693, mw5185694, mw5185695, and mw5185697.